Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included cesarean section (cesarean section 1999, 2004, 2006). Previously administered products included for an unreported indication: mirena. Concurrent conditions included nabothian cyst, metaplasia, inflammation, adhesion, adenomyosis and endometriosis. Concomitant products included ibuprofen, levothyroxine and paracetamol (tylenol). In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("left lower quadrant / left hip pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal infection ("infection bladder/urinary tract/vaginal"), menstrual disorder ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems"), fatigue ("fatigue"), polycystic ovaries ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems"), uterine enlargement ("growth outside uterus nos"), arthralgia ("left hip pain "), cystitis ("infection bladder/urinary tract/vaginal") and urinary tract infection ("infection bladder/urinary tract/vaginal") and was found to have uterine leiomyoma ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems") and leiomyoma ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomyright ovarian cystectomy,uterosacral colpopexy oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, vaginal infection, menstrual disorder, fatigue, uterine leiomyoma, leiomyoma, polycystic ovaries, uterine enlargement, arthralgia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, cystitis, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menstrual disorder, pelvic pain, polycystic ovaries, urinary tract infection, uterine enlargement, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: discrepancy- date(s) of insertion: 2010, 2008 plantiff states that the injuries or symptoms decrease or resolve after essure removal says "yes" but the specific injuries or symptoms were not mentioned. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, abdominal pain, menstrual problem, pelvic pain, left hip pain, fibroids, left lower quadrant pain, left and right ovarian cysts,leiomyoma of uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included cesarean section (cesarean section 1999, 2004, 2006). Previously administered products included for an unreported indication: mirena. Concurrent conditions included nabothian cyst, metaplasia, inflammation, adhesion, adenomyosis and endometriosis. Concomitant products included ibuprofen, levothyroxine and paracetamol (tylenol). In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("left lower quadrant / left hip pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal infection ("infection bladder/urinary tract/vaginal"), menstrual disorder ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems"), fatigue ("fatigue"), polycystic ovaries ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems"), uterine enlargement ("growth outside uterus"), arthralgia ("left hip pain "), cystitis ("infection bladder/urinary tract/vaginal") and urinary tract infection ("infection bladder/urinary tract/vaginal") and was found to have uterine leiomyoma ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems") and leiomyoma ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy right ovarian cystectomy,uterosacral colpopexy oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal infection, menstrual disorder, fatigue, uterine leiomyoma, leiomyoma, polycystic ovaries, uterine enlargement, arthralgia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, cystitis, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menstrual disorder, pelvic pain, polycystic ovaries, urinary tract infection, uterine enlargement, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: discrepancy- date(s) of insertion: 2010, 2008. Plaintiff states that the injuries or symptoms decrease or resolve after essure removal says "yes" but the specific injuries or symptoms were not mentioned. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, abdominal pain, menstrual problem, pelvic pain, left hip pain, fibroids, left lower quadrant pain, left and right ovarian cysts,leiomyoma of uterus. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and mr received: reporters were added. Patients demographics was added. Case become incident, previously added injury nos was replaced by dysmenorrhea & new events dyspareunia, fatigue, bladder infection, urinary tract infection, vaginal infection, abdominal pain, pelvic pain, left lower quadrant pain, left hip pain, fibroids, leiomyoma, left and right ovarian cysts, menstrual problems, device monitoring procedure not performed, were added. Concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included cesarean section (cesarean section 1999, 2004, 2006). Previously administered products included for an unreported indication: mirena. Concurrent conditions included nabothian cyst, metaplasia, inflammation, adhesion, adenomyosis and endometriosis. Concomitant products included ibuprofen, levothyroxine and paracetamol (tylenol). In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("left lower quadrant / left hip pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal infection ("infection bladder/urinary tract/vaginal"), menstrual disorder ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems"), fatigue ("fatigue"), polycystic ovaries ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems"), uterine enlargement ("growth outside uterus nos"), arthralgia ("left hip pain "), cystitis ("infection bladder/urinary tract/vaginal") and urinary tract infection ("infection bladder/urinary tract/vaginal") and was found to have uterine leiomyoma ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems") and leiomyoma ("reproductive system disorder / conditions: fibroids / leiomyoma, left and right ovarian cysts, menstrual problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy right ovarian cystectomy,uterosacral colpopexy oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, vaginal infection, menstrual disorder, fatigue, uterine leiomyoma, leiomyoma, polycystic ovaries, uterine enlargement, arthralgia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, cystitis, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menstrual disorder, pelvic pain, polycystic ovaries, urinary tract infection, uterine enlargement, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: discrepancy- date(s) of insertion: 2010, 2008 plaintiff states that the injuries or symptoms decrease or resolve after essure removal says "yes" but the specific injuries or symptoms were not mentioned. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, abdominal pain, menstrual problem, pelvic pain, left hip pain, fibroids, left lower quadrant pain, left and right ovarian cysts,leiomyoma of uterus. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received: event- abdominal pain, pelvic pain, left lower quadrant/left hip pain outcome were added "recovered/resolved". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.